Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose spot weld on the battery cell. The root cause for the loose sport weld could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted form the defective battery pack.

Event description:
A us dist contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.